Event description:
The facility's materials manager reported to baxter that an ambulatory spike set was not working with the I-pump. The tubing was inserted into the pump but the door could not be closed, and it looked to be too big. It was unknown if the set flowed properly when not in the pump as the facility primed the set only through the pump because they suspected that the force of priming by hand could have possibly overextended the tubing causing it to not fit. This event occurred during infusion. There was an adult pregnant female patient involved, but there was no report of patient injury or medical intervention in association with this event. The anesthesiologist instead took an intravenous pump and infused the epidural drug using extension tubing. However, they could not inject the drug and could only deliver this at a basal rate. There is no additional information.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.